Manufacturer narrative:
(B)(4).

Event description:
It was reported by the rn who called the clinical support specialist (css) with a patient in the intensive care unit (ICU). The intra-aortic balloon (iab) was placed about 13 hours ago in the operating room (or), because they were unable to wean from bypass. The patient has been very stable since then, and they were considering removing the iab later that day. The rn stated that the screen on the intra-aortic balloon pump (iabp) started to dim a while ago, and there were some white lines along one edge of the screen. A few minutes ago, the screen went completely blank. The pump has continued to pump, and the patient status has not changed. It was recommended that the iabp be exchanged. The pump was sent to biomed to be checked. Patient outcome is reported as stable. There was no report of serious injury or patient death.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of "display black and white" is not able to be confirmed. The root cause of the complaint is undetermined. If the product is returned at a later date, a full investigation of the sample will be completed. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported by the rn who called the clinical support specialist (css) with a patient in the intensive care unit (ICU). The intra-aortic balloon (iab) was placed about 13 hours ago in the operating room (or), because they were unable to wean from bypass. The patient has been very stable since then, and they were considering removing the iab later that day. The rn stated that the screen on the intra-aortic balloon pump (iabp) started to dim a while ago, and there were some white lines along one edge of the screen. A few minutes ago, the screen went completely blank. The pump has continued to pump, and the patient status has not changed. It was recommended that the iabp be exchanged. The pump was sent to biomed to be checked. Patient outcome is reported as stable. There was no report of serious injury or patient death.